Event description:
It was reported that the device switch is not working. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in fair condition with a missing serial number label and rubber feet. Old style components noted (print circuit board, drain fitting). Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was normal wear and tear. Actions were taken to mitigate the reported issue: troubleshoot with test board and power switch with no failures. Due to the age and condition, device is deemed beyond economical repair and will be scrapped.